Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer relaunched the mobile app, but was unable to successfully repair the app to the pump. The customer reverted to an alternate method of insulin therapy.